Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked display screen. The caller was informed that due to being older than five years of age, the epg is no longer eligible for service. The status of the epg is unknown. There was no patient involvement.